Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. Customer¿s blood glucose level was 103 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and had second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device properly connected to the glucose sensor simulator. No sensor alarm was noted. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error 25 and low battery alert. The power management tool confirmed replace battery now alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.